Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and replaced the carbon bridge to resolve the issue. The fse performed ion selective electrode (ise) calibration integrity assessment and quality control, which all passed. Analyzer resumed normal operation. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of low sodium (na) patient results on their dxc 600i clinical chemistry analyzer. The low patient results were reported out of the laboratory. The physician questioned the results; however, the patient sample was not repeated. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.